Event description:
Caller reported potential false negative hcg results on the consult diagnostics hcg urine cassette test. Reportedly, (B)(6), female patient tested negative; however, was (B)(6) weeks pregnant. The follow was reported: urine was clear. The first morning urine was not used. Unknown how pregnancy diagnosis was made as quantitative serum hcg was not run. Last menstrual period: (B)(6) 2013. The patient was given a depo-provera injection on (B)(6) 2013 based on the negative hcg result. There was no additional information provided.

Manufacturer narrative:
Investigation pending.